Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had experienced a loss or change of therapy and had not been able to urinate on her own starting a few days prior to (B)(6) 2016. She did not feel stimulation and therapy was on. There were no medical procedures, electromagnetic interference issues, traumas, or falls that could be related to the issue. Her doctor instructed her to contact the manufacturer to make changes to the device programming. The patient had tried increasing stimulation from 1.6 to 2.2 without feeling stimulation. She wanted to change programs, decided she would stop increasing at 1.0, and gave the impression that she still wasn't feeling stimulation at this level but wasn't interested in increasing more at the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.